Event description:
It was reported the patient is not receiving effective stimulation in her lower back. It was also reported the patient desires stronger stimulation in her foot; however, when amplitude is increased, she experiences overstimulation in her leg. A sjm representative was able to resolve the lower back ineffective stimulation issue with reprogramming; however, foot stimulation could not be obtained. An additional reprogramming attempt will be made at a later date. Follow-up identified the foot stimulation issue has not been resolved. Subsequently, surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.